Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment and completed as planned. Onsite inspection of the system identified that no video on the monitor and found that the cause was due to defect in video adapter, the fse replaced the kit usb extenders and fru displayport sl dvi ext. Tx str 310mm. After replacement of the usb extenders, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no video on the monitor. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the video adapters and video signal transmitter. The fse replaced the video adapters and signal transmitter. After the replacement the system was returned to use in good working order. We are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.